Event description:
It was reported that during laparoscopic distal pancreatectomy, there was no feedback of returning the knife and the jaws could not be opened when the device was used for resection of the pancreas at the 4th stroke of the 1st firing. In order to remove the device from the patient's body by cutting off both sides of the jaws, the operation was changed to laparotomy. Another device and hand suturing was used to complete the case. There was no bleeding. Although the target tissue was thick, the tissue was compressed for 10 minutes before the firing. The doctor said, "I had sensed the strangeness at the firing. The hard object may had been held by the jaws." As of now, the patient condition is stable. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Jammed knife how was the device removed from tissue?---the device was removed by cutting off both sides of the jaws with another echelon device. Was there any tissue damage? ---the operation was converted to open and then, the clamped tissue was resected with the device. If so how was the tissue repaired? ---see above. Echelon straight/flex: was buttressing material utilized? If so, which product? ---no. Was the instrument fired across or near an existing staple line or clip? ---no. Were any unexpected noises heard? ---no if so, when? Were any of the forces higher or lower than expected (closing, firing)? ---no. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? ---no. Is there any other additional information you would like to share about this device or procedure? ---at first, the procedure was performed laparoscopically. However, when the device was intended to be opened after the 1st firing, there was no feedback of returning the knife and the jaws did not open. As the jaws did not open with the manual knife reverse switch, the operation was converted to open. The surgery name was pancreatoduodenectomy. Although the target pancreas was thick, the thickness was regular as pancreas. As of now, the patient condition is stable. The event was confirmed based on the photographic evidence that "the jaws could not be opened." The three point gap control mechanism by design will not allow the device jaws to be opened until the knife has been returned completely to the pre fire position. Based on this the device appears to have functioned properly, however just what prevented the knife from returning could not be identified from the photographic evidence provided. The cause of the complication could not be determined. The analysis found that the ec60a device was received with the knife jammed and with an ecr60g cartridge reload loaded in the device. The reload was received fully fired. After further analysis of the tube, a clip was found lodged behind the knife, preventing it from returning and thus the device would not open. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The clip was removed and the knife was able to return to the home position. The device was tested for functionality with a test reload. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The 3-stroke indicator performed properly during testing; no anomalies were noted.